Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. The cause of the battery not fully charging was a broken white wire on the pca board where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. Pin 5 was also found to be bent in the battery connector and prevented the battery from successfully communicating with the charger/monitor. The root cause of the bent pin cannot be positively identified but may have resulted from bumping or dropping the pack on a hard surface. No adverse event resulted from the defective battery. The patient received a replacement battery pack.

Event description:
Zoll customer support reviewed the download of a (B)(6) male patient which revealed several battery charger faults. The patient was provided with a replacement battery pack.